Event description:
It was reported that during a hemorrhoidectomy, while trying to remove the device from the pt, only 3-4 clips were placed from the 11th to the 1st hour and the lower part had cut the mucosa and chewed it. Due to that, the anvil got stuck in a colon fold and the surgeon couldn't remove it. No more than these 3-4 clips were found, neither on the instrument nor on the body. After a while, helping with his hands, the surgeon succeeded in removing the instrument but the case was delayed for 3 1/2 hours due to bleeding. The surgeon used sutures, the pt stayed in the hosp longer than expected and was re-operated twice due to bleeding and discomfort.

Manufacturer narrative:
Date sent: 4/2/2008. Info anticipated, but unavailable at this time.